Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. Loose tibia. The goal was to replace the loose tibia. When opened it was noticed that the tibia was loose, the poly had severe wear. Components in use listed as concomitant devices are: nx011z / as vega ps femoral comp. Cemented f5n l, nx053z / as vega ps tibial plateau cemented t2, nn260p / plug f/tibial plateau, nx121 / vega ps gliding surface t2/2+ 12mm.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the tibial plateau. Here we found residues of bone cement on the surface. Next we made a visual inspection of the femoral component and found gaps and loosened bone cement on the surface. We also found folded bone cement and visible damage. There was also visible damage on the gliding surface. Batch history review: the device quality and manufacturing history records have been checked for the lot numbers 52288446, 52286073, and 52286690, and found to be according to the specification valid at the time of production. The device quality and manufacturing history records for lot 52275648 were found not to be according to the specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: the root cause of the problem is most probably patient and usage related. Rational: according to the quality standard and DHR files, a material defect or production error can be excluded. There was no direct relation between the deviating device quality and manufacturing history record for the lot 52275648 and the complaint. A bone loosening appears to be the causal factor. It appears that the gaps were caused by explantation. It could be possible that there were problems with the cement technique as well. Potential sources of faults relating to the cement: the processing time of the used cement was exceeded. Incorrect temperature. Unfavorable storage. The age of the cement incorrect handling of the cement. According to sap: "the dents and scratches on the femur were due to dr. (B)(6) accidentally hitting the femur with a mallet while initially implanting the poly on the original surgery date of (B)(6) 2017" no CAPA is necessary.